Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site and determined that the unit did fail to meet specifications. During the device evaluation, the fse found the unit it gave watchdog timer failure. The fse tested and confirmed the issue and replaced the motor controller pca to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. The removed motor controller pca was returned to the failure investigation lab (fi). A visual inspection of the motor controller pca revealed no evidence of damage or contamination. The fi technician installed the motor controller pca into a fi ventilator to attempt to duplicate the reported issue. The motor controller pca was tested, and the customer complaint was verified. The root cause was a failure of ic u13.

Event description:
The customer reported vent inop and error 100b for watchdog test failed. Patient involvement is unknown. The remote service engineer quoted the customer for a replacement cpu board.